Event description:
On (B)(6) 2014, it was reported that the patient's blood glucose monitor had a black line across the display that affected the values displayed. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).